Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently stopped and a reboot was necessary to begin again. This can be indicative of a system lock up. There was no pt injury or death reported.